Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1997, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/interact pain (trunk/limbs). It was reported that the patient¿s lead was removed. Technical services asked the caller the reason for the lead being removed but the caller did not know the reason. No symptoms were reported. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.